Manufacturer narrative:
(B)(4). The g5 system is associated with product code pqf. Diabetes mellitus is a known cause of death.

Event description:
Dexcom was made aware on (B)(6) 2017 that on (B)(6) 2017, that the patient passed away. Patient's mother reported going to the patient's home to take him to a doctor's appointment. She found patient unresponsive, body was cold, no pulse, no breathing. Patient's mother called 911. Local police, emergency medical technicians, and fire department arrived. Patient's mother was 'removed' from bedroom. Patient's mother does not know if the emergency responders attempted to resuscitate the patient. Patient's body was removed. Police offered an autopsy since the cause of death was not known. Patient's mother reported that patient was not using the dexcom, and did not see a sensor on his body. There was no alleged device malfunction. No additional event or patient information is available. No product or data was returned for evaluation. A certificate of death was not provided. The reported event of death could not be confirmed. A root cause could not be verified.